Event description:
Customer reported a low blood glucose (bg) level of 29 mg/dl. Reportedly, the customer was ¿not alert or aware of her surroundings¿ and an ambulance was called. A tube of glucose was provided by the ambulance team to address the decreased bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.